Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shocking impedances at 140 ohms. Additional information was received, stating that during a device replacement procedure, lead integrity testing was performed. Measurements was high but within normal limit. The physician suspected the high lead measurement was due to patient's condition. This rv remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shocking impedances at 140 ohms. Attempts to obtain additional information were unsuccessful. At this time, the lead remains in service. No adverse patient effects were reported.